Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿blunt knives ¿. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that customer noticed while opening the box of intermittent catheter with lot# jugx1192, contents appeared to be packed improperly and also reported that the non-insertion end of the catheters are jagged and did not lubricate like they should and caused minor bleeding and discomfort. Customer service had been notified because they were unable to transfer to them this morning and they have been asked to contact patient to do an exchange of this product. Patient had used a few out of one box and has an entire unopened box of the same lot#.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer noticed while opening the box of intermittent catheter with lot# jugx1192, contents appeared to be packed improperly and also reported that the non-insertion end of the catheters are jagged and did not lubricate like they should and caused minor bleeding and discomfort. Customer service had been notified because they were unable to transfer to them this morning and they have been asked to contact patient to do an exchange of this product. Patient had used a few out of one box and has an entire unopened box of the same lot#.